Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On an unspecified date essure (fallopian tube occlusion insert) was inserted for permanent contraception with lot number b63029 (expiration date jul-2016). It was reported that the physician went in to place the essure and the tip of essure came off in the uterine cavity, so graspers were taken to take it out (the side was not specified). There was no injury to the patient. Another essure coils was placed. Follow-up information received on 06-aug-2014: on (B)(6) 2014, tip of the device broke off inside uterus after deployment (the previous reported event the tip of the essure came off in the uterine cavity during procedure was amended to tip of the device broke off inside uterus after deployment). The product technical complaint investigation result was received on (B)(6) 14: the bayer global reference number for the ptc report was (B)(4). Final assessment : when a term like "came off " is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment : the reported events are not indicative of a quality defect per se. In this particular case, a technical defect (breakage) was reported in the context of a complicated insertion. However, the reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). No further ae case reports have been received to date in relation to batch no. B63029. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit. In summary, there is no suspicion of a quality defect based on this report. Follow-up information received on 15-aug-2014: no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and tip of the device broke off inside uterus after deployment (previously reported as tip of the essure came off in the uterine cavity during procedure)/complication of device insertion. The patient had no injury. Reporter causality was not provided. The reported event, interpreted as a device breakage, is non-serious, unlisted on the reference safety information for essure and was considered a other reportable event, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Single cases of essure breakage have been reported. In this particular case, considering that device breakage occurred in association with essure placement procedure, a causal relationship with the suspect insert cannot be excluded. A product technical analysis concluded the review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit. In summary, there is no suspicion of a quality defect based on this report.